Event description:
Same case as #6000089-2005-01129. It was reported that one year after a drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.25mm, 92% portion of the distal left anterior descending (dist lad) artery. A dissection occurred during the procedure at the lesion. The physician treated the lesion with predilatation, and successfully placing two taxus express2 8.8% drug eluting stents in the target lesion, a 2.50x16mm and a 2.50x24mm with a 2mm overlap. The patient was discharged 3 days later on plavix and aspirin. One year after the procedure, the patient underwent a tvr. The physician successfully placed a taxus express2 stent in the dist lad. In the opinion of the physician the relationship of the tvr to the taxus stent is probable, and there was focal in-stent restenosis.

Event description:
It was further reported that target lesion 1 was 32mm long and treated with overlapping taxus stents, which also covered post-procedure grade c dissection at the target lesion. Final angiography showed 0% residual stenosis within the stented segment and mild plaquing (30% stenosis) just proximal to the stents. The pt presented to the ER on 358 days post procedure with recurrent chest pain. ECG demonstrated left bundle branch block (which is chronic per consultation note). Chest pain was relieved with morphine, cardiac enzymes were negative. Cardiac catheterization 3 days later, revealed rca mild, non obstructive plaquing in the proximal and middle two-thirds, 35% stenosis "at the level of the acute angle;" 85% distal stenosis posterior descending runoff is patent, lmca patent lad 70% recurrent mid stenosis in the previously stent portion, 50% recurrent stenosis in the distal portion of the stented segment, lcx 30% stenosis, 20% mid stenosis. The next day, a 2.5 x 12mm taxus express2 8.8% drug eluting stent was deployed in the mid portion of the lad. Residual stenosis was 0%. The pt was discharged the next day on plavix and aspirin.